Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the light intensity of the mlx 300w xenon lightsource (00mlx) could not be adjusted and could not be placed into standby. The user claims that the attached equipment began to burn; excessive heat was emitted from the orifice lenses and cables burned when connected. It is unknown under what circumstance this event occurred; however, no injury or surgical delay was reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: the device history record (DHR) was reviewed, and no abnormalities related to the reported issue was observed. Failure analysis: the returned mlx 300w xenon lightsource was in used condition. The depot technician was able to duplicate the problem. Evaluation of the mlx 300w xenon lightsource "discovered that the standby membrane was faulty, and the attenuator switch was faulty. The ac entry had physical damage, right side panel had physical damage, and lamp was not functioning." The lamp, attenuator switch, right side panel, ac entry module, and standby membrane were replaced. Evaluation and function tests were performed, and the xenon lightsource passed all tests. Root cause analysis: the reported complaint was confirmed. The root cause is likely a combination of routine use/wear, and rough handling/environmental damage.